Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated MDR #1225714-2014-04849 and 2937457-2014-01092.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.